Event description:
It was reported to philips that the device was not starting. No harm was reported to philips. The device was in clinical use at the time of the event. Philips has started an investigation of this complaint.

Manufacturer narrative:
The code was corrected based on re-evaluation.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) analyzed the system onsite and verified that the system failed to boot up successfully. After reviewing log file, rse found does not contain any malfunction. The system booted up properly after second reboot. The device was confirmed to be operating per specifications and no failure was identified. The system was returned to use in good working order. The codes were updated based on the investigation outcome.